Event description:
A falsely elevated ctni result of 15.01 ng/ml was obtained on a sample from a patient. The result was not reported to the physician. The lab repeated test on this specimen and obtained results of 0.07 ng/ml and 0.07 ng/ml. The erroneous result was not reported to the physician. Patient treatment was not prescribed or altered as a result of the falsely elevated ctni result. There was no report of adverse health consequences to the patient as a result of the falsely elevated ctni result. Analysis of instrument data indicates a sample integrity issue.

Manufacturer narrative:
No further evaluation of the device is required. Laboratory personnel did not centrifuge the specimen for recommended time. The IFU for dimension ctni flex reagent cartridge contains the following information: "specimens should be free of particulate matter. To prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation."